Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that their pump was no longer working. There was no additional information provided and troubleshooting could not be completed at the time of the call. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: there was no activity related to the complaint in the pump history. The battery compartment was cracked. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.